Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. (B)(4). This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00168.

Manufacturer narrative:
Visual inspection of the returned parts found the remnants of the 4-hole plate, a detached arm and 4 screws. An undamaged 4 hole 20mm plate has two polyaxial screw holes at each end which are connected by two arms. Visible scratches, indentations and tool marks are evident on the returned pieces. The returned screws were inspected and no issues were observed. The 3.5 mm screws were of different lengths; 2 at 26 mm, 1 at 24 mm and 1 at 22 mm. Analysis of the returned devices indicates that the device was a contributor to the reported event. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was due to external stresses applied to the plate; the source of the stress could not be identified.

Event description:
Allegedly both the two hole and four hole plates broke.